Event description:
The patient was undergoing an embolization procedure in the internal iliac artery using a penumbra coil 400 and a px slim delivery microcatheter. During the procedure, the physician decided to remove the penumbra coil 400 for a different size; however, the physician had difficulty pulling the penumbra coil 400 back into its sheath. The physician then removed the penumbra coil 400 and px slim delivery catheter and continued the procedure using another manufacturer's device. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Device investigation: results: the coil is still attached to the pusher assembly . The coil was able to be retracted into the original orange sheath. After decontamination the coil was retracted into its original orange sheath without an issue. The coil is functional. Conclusions: the complaint has been evaluated. The complaint indicates that the coil could not be retrieved inside the original sheath. Evaluation of the returned device could not confirm the described device issue. Functional analysis was performed and the coil was retracted into the orange sheath without issue. The coil appears to be functional. The root cause of this compliant cannot be determined. It is possible that the position of the sheath and coil were misaligned creating resistance when attempting to retract the coil however, the root cause cannot be determined from the returned device or the description of the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. This MDR is associated with MDR 3005168196-2014-00209.